Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor deviated from normal behavior and the root cause could not be confirmed at the time. Per the escalation analysis, the RMA was authorized to further investigate the sensor. Upon receipt of the RMA, the sensor was tested in-house, and the review of qc data did not reveal any malfunction of the sensor.the issue observed in the field, could not be reproduced during the qc in-vitro testing. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint. D9 device available for evaluation?: yes, device received on 03 november 2022. H3.device evaluated by manufacturer?: yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.